Event description:
It was reported the patient was scheduled for a vns generator replacement due to normal battery depletion on (B)(6) 2016. During the pre-surgical evaluation, the patient's device was checked and it was noted that high impedance was observed. The high impedance was unknown prior to the pre-surgical evaluation. It was then noted by the patient that her doctor had programmed the device off due to the patient's reported jaw pain; however, it is unknown when the device was programmed off. As the surgeon does not typically perform full revision surgeries, the surgery was cancelled on that date. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.